Event description:
The surgeon placed a surgiwrap piece in a pt during a vaginal laparoscopic hysterectomy. Three months later the pt had a lot of pain, he opened her pelvis and found a lot of pus, cleaned it and prescribed antibiotics. Few more months later the pt returned due to severe pain again and another doctor removed her ovaries and fallopian tube. Surgiwrap was not secured in place, therefore at the first re-op it was found to have moved.